Manufacturer narrative:
Additional information: a1, h6. Information was received indicating that the device did not fail while in use with a patient. No patient was involved.

Manufacturer narrative:
Investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of cassette not attached was not duplicated during testing. However, the event was revealed in the event log. The customer has had several complaints on same issue. The cause is isolated to down stream occlusion sensor. Unknown cause of event. Action was taken to replace the down stream sensor. Device then passed all functional testing.

Event description:
Oracle ro 1078635: not detecting cassette **repeat repair** original ro 1071607 and also came in on ro 1056954 for the same issue in april 2020, please investigate device this is the third time it's coming for service on the same issue. Additional information received by smiths medical on 28-jul-2020 attached in complaint object: no patient involved.

Event description:
Information was received indicating that a smiths medical pump was not detecting the cassette. There were no reported adverse events.